Event description:
It was reported that the videoscope cable did not produce an image and did not work. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (health professional should be blank), h6 component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to cable failure. Olympus will continue to monitor field performance for this device.